Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021, it was reported that the patient experienced issues with two infusion sets, as the quick release got detached from the infusion set. Moreover, the site location was patient's abdomen and the pump was located on same side in relation to the site. Further, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient was not at home. No further information available.